Event description:
Patient stated she "saw a commercial" and wants to know if any of her implants are subject to a recall. Patient reported alleged pain, swelling and loss of mobility.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.